Manufacturer narrative:
Of the 3 allegations of a malfunction, 2 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning. This report is processed under exemption number (B)(4). This MDR report is part of the (B)(6) pilot program.

Event description:
This report summarizes 3 malfunction events. A review of the events indicated that the one touch ping model pump experienced a misaligned issue. These reports were received from various sources. The patients associated with this allegation range from 29-74 years of age and between 112 and 144 pounds. Of the reported patients, 0 were male, 0 were female, and 3 were unknown.